Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported issue handpiece rotation release on top of power saw, came off when dr. Tried to turn handle. Case type: tka. Product history review device history records indicate 25 devices were manufactured under lot k076w and all 25 including 4200566 were accepted into final stock on 4/14/16. Complaint history review a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k076w shows no additional complaint(s) related to the failure in this investigation. Visual inspection visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated. Conclusion it was confirmed that the pin attaching the handle pivot latch to the mics became dislocated.

Event description:
Handpiece rotation release on top of power saw, came off when dr. Tried to turn handle. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handpiece rotation release on top of power saw, came off when dr. Tried to turn handle. Case type: tka.